Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Left total hip. The revision today was secondary to a fall in which the ceramic head was disassociated from the poly mdm insert. This disassociation was discovered preop on CT. In surgery it was found that the stem was impinging on the cup posterior superior and had caused a small notch on the neck of the femoral implant. The 28mm head and insert were removed. A +0 head seamed to eliminate the impingement problem and stabilize the joint. No further information available from the doctor or hospital.